Event description:
It was reported by the customer that a system error on the display error 10003. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.